Event description:
It was reported that during the spaceoar placement procedure, the physician placed the needle initially in a position where the fat was thicker , and then moved back where initially started, there injected the 10 cc of hydrogel. The magnetic resonance imaging (MRI) was read as "discontinuity of outer rectal wall and concern for deep rectal wall infiltration". On computed tomography (CT) scan it was observed that the hydrogel penetrated deep into the rectal wall but might still be up against the mucosa rather than in the lumen itself. The patient is asymptomatic.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.